Event description:
It was reported that during a triceps repair surgery the drill sleeve broke apart when the surgeon attempted to remove the drill bit. Three of the four needles fell off the sutures before he could use it on the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the 1.9mm drill was broken inside the shaft of the drill guide. Abrasion marks were observed around the drill and the edges of the drill guide of the fibertak® biceps implant system. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.